Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that their health care professional (hcp) had retired and they needed to find a new doctor because they were having problems. The patient said they were not really holding it like they used to. The patient also reported they were not feeling the stimulation, even when they moved it up, noting there was a part on their back where they could rub and it would shock them down there. The patient stated they thought it was time to get it replaced.  It was noted that the issue had started about a month ago. The patient stated they tried increasing the stimulation and when she did, they felt the stimulation (it shall be noted that this statement was contradictory to what the patient previously reported about not feeling it,) and there was a sore spot right there. The patient stated they have not changed the program as they didn't know how and that they had called an individual from the manufacturer company today and left a voice message however the individual hadn't called the patient back.  Patient services walked the caller through how to change programs. They checked the patient's current settings on the call and they were on program 3 at 2.9 volts and the stimulation was on. On the call, the patient tried to change it to program 4 at 2.9 volts and the patient felt the stimulation in the back-bone area so they switched the settings to program 1 at 2.5 volts where they felt the stimulation in the bicycle seat region. The patient left it on that program and amplitude. Patient services asked the caller if they'd had any falls or accidents and the patient said "no."  Patient services advised the patient to monitor their symptoms over the weekend and see if they improved. Patient services also sent the patient hcp listings through email and gave the patient two names and numbers over the phone. The patient was advised to monitor their symptoms for a couple days and see if the symptoms improved.